Event description:
On an unknown date, a 21mm mechanical heart valve was implanted. On (B)(6) 2018, the valve was explanted. Additional information has been requested.

Manufacturer narrative:
Additional information: an event of valve explant was reported. Gross morphological and histopathological examination revealed that one leaflet had fractured and dislodged, but was not returned in its entirety. The orifice rim sections contained calcified fibrous pannus, which did not impinge on the mechanical components. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the event remains unknown; however, information from the field indicated that the valve had been implanted for nearly 32 years.

Event description:
On (B)(6) 1986, a 21mm mechanical heart valve was implanted. On (B)(6) 2018, the valve was explanted. Additional information was requested from the hospital but not made available.